Manufacturer narrative:
Correction: h3: device evaluated by manufacturer: yes. H10: additional manufacturer narrative: added results of device analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker was received for analysis, without any field allegations.

Event description:
It was reported that this pacemaker was received for analysis, without any field allegations. No adverse patient effects were reported.